Event description:
Plaintiff reports initial bilateral implantation 2/6/75 with replacement 7/11/75. Plaintiff alleges various symptoms including but not limited to, infections, ruptures, and silicone syndrome.